Event description:
It was reported to technical services on 01/19/2011 that this chronic rv lead has low impedances. The md has opted to keep lead implanted at this time. Dr. (B)(6) at (B)(6) memorial hospital. No adverse events to report. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).